Event description:
It was reported that the subject device's processor got water damage and when scope was put into processor there was no picture on the screen. The issue occurred during set up of a therapeutic peroral endoscopy myotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. No root cause was identified. Based on the investigation results, the most probable cause of the complaint was traced to environmental factors, including environmental humidity and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.